Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-04242, 04243. It was reported the pt's leads had migrated, and he was feeling uncomfortable stimulation in his ribs. The physician replaced the leads. It was reported the pt was receiving adequate stimulation postoperative.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.